Event description:
It was reported that, "dr brett attempted to insert a navigator 9-26-x0 degree and the fin broke "

Event description:
It was reported that, "dr (B)(6) attempted to insert a navigator 9-26-x0 degree and the fin broke ."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Not available.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the reported device is a navigator 9mm x 26mm x 0deg spacer. The lot number is unknown as the product was not returned and the manufacturing files could not be reviewed for possible anomalies that may have contributed to this event. The device was not returned because it was thrown away by the hospital. This device is part of the navigator product brand. It is used for implant insertion into the disc space. The avs navigator peek spacer system offers implants that are interbody fusion devices intended for use as an aid in spinal fixation. Previous investigations cited several causes for these breakages: excessive force during insertion / impaction of the avs spacer, oversized implant, and disc space preparation. Yet the actual device was not returned and the exact cause of the breakage was not determined and a potential root cause cannot be proposed. Conclusion: the reported event of back rail breakage of the navigator 9mm x 26mm x 0deg spacer was confirmed by sales representative report. The broken cage was removed and replaced, no adverse consequences were reported to the patient at the time of the event; furthermore the hospital threw away the broken implant. The exact cause of the breakage is not known because the device was not returned. Previous back rail breakages have sighted the following user errors as causes: excessive force during insertion/impaction of the cage, oversized implant causing greater force during insertion, inadequate discectomy. It is likely that a combination of the causes led to breakage of the implant in this case. The exact cause of the back rail breakage was not determined and a potential root cause cannot be proposed.